Event description:
Complainant alleged that during a routine shift check by a clinician the device's charge button was not functioning properly and device was unable to charge. Complainant indicated that there was no pt involvement in the reported malfunction.